Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the distal left anterior descending artery with moderate tortuosity. Pre-dilatation was performed and the 2.75 x 12 mm promus stent delivery system (sds) was advanced, but could not cross the lesion. During the attempt to advance the sds, the stent moved on the balloon. The device was removed. A new promus sds was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the review, no product deficiency was identified.